Manufacturer narrative:
A ge service rep performed an on site investigation. The f9 fuse was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down and would not boot back up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.